Event description:
Information received from the field notes that the patient presented to the hospital for non-device related reasons. The patient's rhythm was a-v pacing and there was no underlying ventricular rhythm. The patient was monitored overnight and a few 2-second pauses were seen. The physician later reported 290 ohms lead impedance and that the device oversensed while the patient slept. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received